Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 53 or pump error 4 alarms noted during testing however, the downloaded history files confirmed pump error 53 and pump error 4 alarms due to a software error. Device was received with the case cracked behind the device near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported the insulin pump alarmed with the motor arm cannot communicate with the main arm and software error detected. The customer's blood glucose level was 116 mg/dl at the time of the incident. The customer reported the insulin pump stopped working when it ran out of insulin, and it had never done that before. The customer also reported the insulin pump was damaged near the top of the battery compartment. There was no indication the insulin pump alarms were resolved as the customer declined troubleshooting. The insulin pump will be returned for analysis.